Event description:
The scs system was implanted over ten years ago, exact date unknown. It was reported the patient no longer feels stimulation. A replacement transmitter did not resolve the issue. Surgical intervention will be undertaken to resolve the issue; however a date for the procedure has not been set.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.